Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 10.8-11.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 48.4-48.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.0-15.3cm from the distal tip. Internal insulation abrasions were noted at 7.5-8.6cm and 8.5-9.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.